Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that the (ups) uninterruptible power supply is beeping sound inside the (mvs) mobile viewing station workstation. On arrival found the (ups) uninterruptible power supply was giving error message battery failure. Turned off the system, unplugged the power cable. Replaced the (ups) uninterruptible power supply battery. After the system is booted, there was no beeping sound and there was no error on ups uninterruptible power supply display. Performed the system checkout without any issue. System is working as per manufacturer's specification. Handover the system for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000615. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that the initial boot up of the mobile viewing station it starts beeping then immediately powers down. No patient present at the time of event. And troubleshooting was performed that biomed will attempt to reboot with the umbilical cord unplugged.